Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous proximal right coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, resistance was encountered and the distal portion of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.